Event description:
It was reported to philips that the system was not turning on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and identified that host pc was not switching on automatically while system switch on. Upon further troubleshooting, the host pc's hdd was not receiving power. The fse replaced host pc, uploaded new license. The faulty host pc was returned to philips for further analysis. The analysis confirmed the failure due to excessive corrosion. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.